Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es system cubie was failing to open. User had ejected it but needed access to narcotics inside. Advised that it couldn¿t be opened remotely. User proceeded to break it open to retrieve the medication.there were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of records dating january 2022-december 5, 2024, under CAPA 10308384. The late submission of this report is justified by the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. Serial number is not reported in complaint. Per swi, 1503-004-000-swi-mms complaint investigation, if serial number not available, then complaint history review (chr) is not required. No valid serial number attached to complaint record. Per swi 1503-004-000-swi-mms complaint investigation, if no serial number is provided, a device history review is not required. Upon investigation of the actual device used in this incident, it was determined that the cubie was failing to open. A technical support specialist advised that they were unable to open it, and the user proceeded to break it open as they needed the medication. No further information was available regarding the reported issue.